Event description:
It was reported that pump displayed malfunction code malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, and malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.